Manufacturer narrative:
The insulin pump had button error alarm and intermittent button response noted due to corroded keypad traces. No ramping numbers noted. Cracked case on lcd display window corners and scratched lcd window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 8.2 mmol/l. Troubleshooting was performed. The device was returned for analysis.